Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009. Set: 1) inratio: 6.5; lab: 5.2. Set: 2) inratio: 7.1; lab: 5.2. Date (B)(6) 2009. Inratio meter: 2.0; clinic's meter: 1.7. Pt thinks the strips may have been damaged when they were left in a hot car while on vacation. This is considered an adverse event because pt was off coumadin for a week.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing on (B)(6) 2009. Both values are above 5.0 on (B)(6) 2009 and are not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to be returned. No further investigation will be required. Trend analysis is not required - no strip lot info provided. No corrective action required at this time as product deficiency was not established.